Event description:
Customer observed positive(reactive) atellica im 1600 toxoplasma g (toxo g) results on a sample that resulted negative(nonreactive) on an alternate method . The initial atellica im result was not reported to the physician. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, reactive atellica im 1600 toxo g results.

Manufacturer narrative:
A customer from outside of the united states observed positive (reactive) atellica im 1600 toxoplasma g (toxo g) results on a sample that resulted negative (nonreactive) on an alternate method. The atellica im toxoplasma igg (toxo g) instructions for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
The initial MDR 1219913-2022-00462 was filed on december 27, 2022. A customer from outside of the united states observed positive(reactive) atellica im 1600 toxoplasma g (toxo g) results on a sample that resulted negative(nonreactive) on an alternate method. Additional information on february 24, 2023: a customer reported a false reactive result on a pregnant patient for toxoplasma igg (toxo g) when tested on atellica im 1600 with lot 282 versus an alternate method. The customer repeated the same sample twice and replicated the reactive results. Historical results of this patient when tested on atellica im were non-reactive. The patient also had a toxoplasma igm that was non-reactive. Siemens retrieved patient field data and lot 282 and the interpretation rates were similar to other lots. Additional clarification on the sample results or sample availability were not provided. The total number of negative samples the customer has tested with atellica im toxo g lot 282 was not provided and the specificity of the assay at the customers site cannot be calculated. Per atellica im toxo g instructions for use (IFU) "the calculated values for toxoplasma igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the toxoplasma igg assay used. Values obtained with different assay methods cannot be used interchangeably." Based on the available information atellica im toxoplasma igg lot 282 is performing as intended and a product performance issue has not been identified. The customer is operational and no further action is required.